Event description:
(B)(4). I started to have right sided pain for about 2 weeks out of every month. The pain gradually got worse. With in the past few months the pain started to trail down to my lower pelvic/ pubic area. The pain started to radiate down my inner right leg. I also got random, intermittent pains inside my vagina. This pain was a sharp, stabbing, shooting pain. I went to my gynecologist and reported this pain. I had a transvaginal ultrasound that showed both my essure coils migrated out of my fallopian tubes and are not stuck at the top of my cervix.